Event description:
The customer's son reported that the customer's blood sugar had 'dropped" and the customer fell into a coma. The customer's doctor believed that the cause of death was a heart attack that might have been caused by high cholesterol and high blood pressure. The customer's son also reported that the customer had poor vision. No further info is available.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported death. No lot qualification records were reviewed, as the product lot number was not provided.